Manufacturer narrative:
No pt identifiers or pt symptoms reported.

Event description:
It was reported that there were problems with recharging, coupling, and communication. The implantable neurostimulator may have flipped in the pocket. The device had a history of flipping. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.